Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.

Event description:
It was reported that the clinician was attempting placement of a 20g 2.25¿ accucath in left forearm. He visualized needle tip in center of vein and advanced full system, then began deploying guidewire, then hit resistance with guidewire about halfway through deployment. After hitting resistance, he began to retract guidewire and it became stuck. He was unable to retract the guidewire any significant amount (upon resistance unable to begin retraction). The clinician's focus was on patient safety and preserving integrity of guidewire. He tried different ways to loosen but unable and the accucath was still resistant to retraction of guidewire. Then, to eliminate components, he pressed the safety button to retract the needle (needle retracted successfully). Clinician pulled remaining components (catheter and guidewire) as a system out of patient tissue, as gently as possible, and almost removed both components entirely however just before catheter/guidewire was fully out, he felt a snap. Upon inspection after removal, the coil tip looked blunt as though the coil tip had snapped off. He then went back with ultrasound to evaluate the site and identified what looked like the shiny coil tip portion remaining in dermal tissue, superficial to vein. It appeared as white dot. Clinician was unable to see it or feel it by palpation but could visualize it under ultrasound. Clinician reported to ICU attending and ER educator. Intensivist evaluated and regarded it as potentially equivalent to dermal staple that would shed with time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the clinician was attempting placement of a 20g 2.25¿ accucath in left forearm. He visualized needle tip in center of vein and advanced full system, then began deploying guidewire, then hit resistance with guidewire about halfway through deployment. After hitting resistance, he began to retract guidewire and it became stuck. He was unable to retract the guidewire any significant amount (upon resistance unable to begin retraction). The clinician's focus was on patient safety and preserving integrity of guidewire. He tried different ways to loosen but unable and the accucath was still resistant to retraction of guidewire. Then, to eliminate components, he pressed the safety button to retract the needle (needle retracted successfully). Clinician pulled remaining components (catheter and guidewire) as a system out of patient tissue, as gently as possible, and almost removed both components entirely however just before catheter/guidewire was fully out, he felt a snap. Upon inspection after removal, the coil tip looked blunt as though the coil tip had snapped off. He then went back with ultrasound to evaluate the site and identified what looked like the shiny coil tip portion remaining in dermal tissue, superficial to vein. It appeared as white dot. Clinician was unable to see it or feel it by palpation but could visualize it under ultrasound. Clinician reported to ICU attending and ER educator. Intensivist evaluated and regarded it as potentially equivalent to dermal staple that would shed with time. Additional information received: no harm occurred despite the malfunction in the product. No securement was used because the device was not placed, and there was no explant date.